Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer had a long boot time and then booted to an error, therefore the software was reconfigured and reloaded. Analysis also found a noisy system fan and power supply, and both were replaced. (B)(4).

Event description:
It was reported that the programmer had a long start-up time and then booted to an error. The service disk was run but the situation did not resolve. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had a long start-up time and then booted to an error. The service disk was run but the situation did not resolve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.